Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was being performed when the issue occurred and was completed by using another system. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to make exposures. Upon troubleshooting, the fse found that the input power supply fuse for adu was broken. To resolve the issue, the fse replaced the adu input power supply fuse and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.